Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance had been trending down and that the unipolar impedance was higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.